Event description:
Nurses and technicians with spontaneous toxico-irritative dermatitis. Pruritus and redness after wearing gloves for 15 minutes.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc, is submitting this report on behalf of pga.